Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 511sd trocars would not maintain pneumo. The gaskets split, (2) trocars split. The case was finished with a 3rd 511sd. There was no consequence to the pt.